Event description:
It was reported the pc displayed the message "replace generator". Company manufacturer were unable to connect and found ipg to be end of life. It is unknown if this occurred prematurely. As such, surgical intervention was undertaken wherein the ipg was replaced and therapy restored.

Manufacturer narrative:
B3 - date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.